Event description:
It was reported that on literature review "does modularity of metal-on-metal hip implants increase cobalt: chromium ratio? Blood metal ions levels were take to all 35 patients that had bmhr. The cobalt mean was of 2.8 ppb (min 0.18 ppb, max 10 ppb) and chromium mean was of 3 ppb (min 0.36 ppb, max 12 ppb), it is unknown the exact quantity of patients that had more levels than acceptable and how this was addressed. Further information is not known for the moment.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
H3, h6: it was reported that on literature review blood metal ions levels were taken to all 35 patients that had bmhr. The cobalt mean was of 2.8 ppb (min 0.18 ppb, max 10 ppb) and chromium mean was of 3 ppb (min 0.36 ppb, max 12 ppb). As of today, the implanted devices, all of which were used in treatment are not accessible for testing. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed for the acetabular cup. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal complaint reference number: (B)(4).